Manufacturer narrative:
H6 - health effect clinical code: 4581 - transient loss of bcva. H6 - medical device problem code - 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -13.5/1.5/011 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The patient experienced transient loss of bcva. On (B)(6) 2023, the lens was exchanged with a same length but different power lens and the problem was resolved. The cause of the event was reported as unknown and noted "the bcva of the left eye decreased after the implantation of mild undercorrected lens according to the recommendation of ocos in both eyes".